Manufacturer narrative:
H6: investigation summary: batch history analysis (DHR), maintenance records and quality notifications were checked and no deviations were found. As no photos / samples were made available by the client for evaluation, it is not possible to confirm the complaint and carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the needle precisionglide 21x1-1/4in experienced the needle point penetrating through the shield. The following information was provided by the initial reporter: the needle is bent and perforated the shield. It is inside the package and it was not opened. There was no accidents. Material not used. There was no damage to patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle precisionglide 21x1-1/4in experienced the needle point penetrating through the shield. The following information was provided by the initial reporter: the needle is bent and perforated the shield. It is inside the package and it was not opened. There was no accidents. Material not used. There was no damage to patient.